Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The caravel microcatheter was returned for evaluation. Microscopic observation of the distal segment of the caravel revealed that the distal segment of the tip was torn off and the torn end of the tip was flattened. Multiple circumferential cracks caused by stretching of tip were observed proximal to the torn end. Traces of ductile rupture of the tip polymer and the inner jacket were observed at the torn end. Investigation of the returned guide wire suggested that the tip polymer was stretched and torn off at approximately 2mm from the distal end of the tip, which was between the polymer-only tip segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the separation of the tip. The applied tensile stress would exceed the product design limit when the catheter was been removed at the time its tip was being trapped by the inflated balloon. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified chronic total occlusion (cto) in the distal right coronary artery (rca). An asahi gaia next 3 guide wire crossed the lesion with an asahi caravel microcatheter. The caravel was advanced to the peripheral rca and then the guide wire was changed to an asahi sion blue guide wire. After removing the caravel from anatomy with the support of a kaneka medical kusabi catheter, an unspecified balloon catheter was delivered for pre-dilatation when angiography revealed that there was a marker-like object other than the radiopaque markers of the balloon. After pre-dilatation, the lesion was further dilated with a larger balloon and then stented. A snare was used to retrieve the marker-like object, but the attempt was ended unsuccessfully. A stent was placed in the proximal rca to compress the object against the vessel wall. The pci was completed successfully and the patient was reportedly fine without problem after the procedure.